Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery. The 4.5f sheath was inserted and a guidewire crossed the lesion. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. Crossing was quite difficult, and the device was tried to cross for several times. Eventually, device was able to cross. However, the balloon ruptured during inflation and pinhole was noticed at the middle part. The device was removed. Another guidewire was crossed and the lesion was dilated using 2mm x 24cm non-bsc balloon catheter. Since good dilation was obtained, the procedure was completed. No patient complications were reported, and the patient status was good.